Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was experiencing "dka symptoms". Bg value not provided. Customer abruptly ended the call. No additional information was provided.